Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush head came off in mouth [device breakage], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b dualaction or dual clean brushhead came off in his or her mouth. Reporter provided a picture of the pieces of the broken brush head. No symptoms developed.